Event description:
It was reported that after going through an operation, the customer attempted to connect the product to a third party's medical fluid infuser, but they were unable to be locked with each other firmly. No patient injury reported.

Manufacturer narrative:
During observation of the flat filter, whitening was confirmed at the root of the lug on the female connector. Next, to check the function, we have connected an iso80369-6 inspection gauge and confirmed that the connection is possible without any abnormalities. Also, when water was injected with a syringe, no leakage was observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).